Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2021, mentor received additional information regarding the patient's experience. The patient reported that upon seeing a sample of the tissue expander, it was not as hard as they thought. In addition, the patient reported that their mastectomy site has been damaged by radiation therapy and that their skin is very tight. The patient reported that there is nothing wrong with mentor's device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast reconstruction revision with a 300cc artoura breast tissue expander on the right breast, suffered breast pain, post-procedure. In addition, the patient is very sore, erythematous, and bruised. The patient reports that the hard base of the implant digs into their skin. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.